Manufacturer narrative:
The insulin pump had no button response due to button/keypad connector unlocked. Displacement test was not performed due to keypad anomaly. The device had minor scratched lcd window, cracked case near display window corners, and cracked reservoir tube lip.

Event description:
Customer reports to have experienced keypad anomaly. Customer reports that up and down arrow buttons were not responding. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.